Manufacturer narrative:
Corrected data: d9. Follow-up report submitted to document quality investigation results.

Event description:
No new information.

Event description:
It was reported that the drill energized with the safety on during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
D4: full UDI cannot be determined as device is unknown at this time.